Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure a fluid leak occurred. A stabilizer and a speculum were in use during the procedure. Approximately half way through the procedure there was a fluid loss alarm (rate of fluid loss is unknown). The physician did not visually confirm leakage out of cervix, adjusted the tenaculum and completed ablation. Upon finishing the procedure the physician observed blanching, an area approximately dime sized, in the posterior of the vagina. Cream (type unknown) was applied to the affected area.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. Information supplied was completed by the manufacturer based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.